Manufacturer narrative:
The customer collects accutni samples in lithium heparin plasma tubes, and centrifuges samples either at 7,200 rpm for 3 minutes or at 3,500 rpm for 4 minutes. Qc was within the customer's established ranges. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm) on the instrument. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 immunoassay system for two patients. The specimens from patient a were re-tested on this instrument and lower results were obtained. Patient's b sample was re-tested on a different instrument and obtained result was within the risk stratification range. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.